Manufacturer narrative:
Part not returned to manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the site had a clamp with a stripped screw. The screwdriver was also damaged. This issue occurred perioperatively and did not cause any surgical delay. There was no reported impact on patient outcome.